Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 5.1 inr/7.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.